Event description:
The event was reported to neurotherm on (B)(6) 2012. On (B)(6) 2012, a neurotherm employee was present at a facility for a simplicity ii procedure. The simplicity electrode was inserted into the pt during the normal course of treatment. After completing the simplicity procedure, the physician removed the electrode and placed the same electrode in the pt at a new location for treatment. After treating, the probe was placed and heated at a third location. The product was disposed of after treatment. On (B)(6) 2012, the neurotherm employee received a call from a facility starting that a pt reported what appears to be two burns at two of the sites of the insertion. The physician verbally confirmed verifying the placement of the electrode using fluoroscopy at the time of treatment. Additionally both the physician and neurotherm employee recall not seeing any indications of a burn at the placement sites.

Manufacturer narrative:
Single use product was placed three times in the same pt.